Event description:
Blood glucose results of "209mg/dl , 115 mg/dl and 143mg/dl" with a lifescan meter, performed within 10 minutes of each other. A potential malfunction of the meter in terms of precision. The meter was replaced.